Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the original complaint could not be duplicated. The pump was exercised for 24 hours with the current insulin: carbohydrate ratio which did remain correctly programmed in the pump settings. The total daily doses correctly added up. There were no associated alarms observed. The pump successfully completed the delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 400 mg/dl with nausea and large ketones on (B)(6) 2014. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that their healthcare provider recently made changes to their bolus settings. Reportedly, the insulin to carbohydrate (I:c) ratio was supposed to be 1:15 at 0000, 1:9 at 0600, and 1:13 at 1030; however, all had changed to 1:15 after a battery change. It was reported that the patient has thyroid issues and was on synthroid. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the I:c ratio being incorrect in the pump.